Event description:
It was reported that the cartridge leaked after it was attached to the connector outside of the ilet, resulting in reduced insulin delivery and a blood glucose of 201 mg/dl. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, no hospitalization, and successful use of a new infusion set and cartridge after education. Investigation included troubleshooting and user education on correct cartridge installation and infusion set connection. Investigation of this case revealed that the infusion set and cartridge were deployed and connected incorrectly, which likely caused the leak and under-delivery. It was concluded, based on previously established findings for similar reports, that user technique and connection error were the probable causes.